Manufacturer narrative:
Catheter: model: 8709, serial# /implanted/ explanted: unk. (B)(4).

Event description:
Additional information: it was later reported that the patient died on (B)(6) 2012 from "acute respiratory decompensation in relation to a pulmonary oedema." No autopsy was to be done. The pump was not to be returned. No further information was provided.

Event description:
As of the date of this report it was stated that the healthcare provider (hcp) had encountered a volume discrepancy with the expected volume of 5.1 ml and the actual volume of 2.2ml, which was within specifications. Cause was unknown. They decided to monitor patient for next refills, and if the discrepancy continued to rise a pump replacement would be considered. At the time patient status was noted as 'alive - no injury/no adverse event.' Drugs delivered via the device were morphine 37.5 mg/ml, 6.5 mg/day; clonidine 200 mcg/ml, 35 mcg/day and bupivacaine 6 mg/ml,1 mg/day. It was later reported that patient passed away five days later and the reason of death was noted as 'an acute respiratory decompensation may in relation of a pulmonary edema.' Additional information has been requested, and a follow-up report will be sent if additional information becomes available.